Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited temporary inhibition of pacing during use of electrocautery. External pacing was used to maintain pacing support. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.